Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the reported system error 345 alarms which were verified through a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump experienced thermistor disparity. There was no known patient injury or medical intervention associated with this event. No additional information is available.